Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging that the patient has dizziness and/or headache high blood pressure. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging that the patient has dizziness and/or headache high blood pressure. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation.the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. (Device) problem code, evaluation method code grid, evaluation results code, conclusion code grid, remedial action init, recall number has been updated